Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged when the battery was replaced the display went blank with alarm sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of an unexplained pump reboot event following a call service 128 alarm. During investigation, the battery compartment was found to be cracked below the grip pad. The returned battery cap was found to be undamaged and able to properly secure to the pump.  The battery cap was tightened then unscrewed ½ turn with no observed power loss.  During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.